Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The customer received a blood glucose result of 65 mg/dl at 11:30am. Based on the erroneous low result the customer's parent treated him with juice and a slice of bread with cheese. Afterwards, the customer vomited and had a pale face. The customer was experiencing elevated blood glucose symptoms of dehydration, stomach ache, and fatigue. The customer then became unconscious. The parent transported the customer directly to the hospital. Upon arrival at the hospital, the customer received a blood glucose result of 650 mg/dl at 1:30pm. The customer's acetone was 3+ and ph was 7.15. The customer was admitted into the intensive care unit. The customer was treated for hyperglycemia, however the type of treatment given was unknown. The customer was hospitalized for 4 days and is now currently stable.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.